Event description:
A user facility biomedical technician (bmt) reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. No known cracks or leaks were visually noted and blood was present in the hansen connection ports of the dialyzer. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. Blood test strips were used and tested positive for the presence of blood. It was unknown if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. The sample was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Eight lots were found to have been delivered in this time period. A production records review was performed on the reported lots. During the lot history review it was noted that two of the eight lots had reported complaints. Lot 21eu04013 had two complaints addressing internal blood leaks (no sample), and lot 21ju03013 had one complaint addressing an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that an internal dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. No known cracks or leaks were visually noted and blood was present in the hansen connection ports of the dialyzer. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. Blood test strips were used and tested positive for the presence of blood. It was unknown if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. The sample was not available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.